Event description:
I received essure on (B)(6) 2013, my doctor suggested it as an option to birth control in place of my iud. I was (B)(6) at the time and not even sure I needed to be concerned. My doctor said it was safe and non-invasive and a better option than the iud. I voiced my concerns over my pre-existing autoimmune thyroid condition as well as my known sensitivities to metals (including nickel). I was told that neither of those were contraindications for essure. I hold a degree in clinical research administration and asked the doctor what class medical device this was and she answered "class ii that is untrue. The doctor also stated the composition of essure was the same as surgical pins. This is also untrue. Within hours of the procedure, I experienced debilitating pain and heavy bleeding. I was also vomiting and dizzy upon standing. I reached out to my doctor but she was unresponsive and would not take my calls. My symptoms continued and I was unable to keep food down. On day 2 post-procedure, I developed a full body rash and experienced a metallic taste in my mouth. My doctor refused to see or treat me stating that she had never had issues and that this must be something else. I was unable to get into see another gyn due to being at a "new pt" status and was forced to find help outside of my home state of (B)(6). I paid 7000 out of pocket to have a surgeon remove the coils at the (B)(6) center. During surgery, I was discovered that the left fallopian tube coil had fallen out and was in my uterus. The surgeon was able to retrieve it as well as remove the right side coil. I had to have a c-section incision and was out of work and my life for a month. My doctor never acknowledged me or my problems. My health has never been the same since then. My formerly, under control thyroid issues have been out of control requiring more doctor visits and medication. I have suffered from unexplained rashes and autoimmune issues of the eye. Essure has had a negative impact on my health and caused chronic inflammatory responses in my body. At (B)(6), this procedure should have never been presented as an option given the known risks and I should have been told the truth. The FDA is the agency that is supposed to protect the consumer from harm and danger. This is not happening with essure.